Event description:
Major pump unit(s) involved: blood pump; patient was receiving intermittent red heart alarms. Blood pump was stopping and restarting. Specific component(s) involved: pump drive unit malfunction. Pump was starting and stopping over time. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction